Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported by a wholesaler that they received a complaint about leakage that occurred next to the foam coating.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leak is unconfirmed as the problem could not be reproduced. One 19 ga x 0. 75 in powerloc max infusion set was returned for investigation. The safety mechanism was activated upon receipt. A bend in the needle was observed proximal to the fully extended safety mechanism. The sample was flushed through the proximal and y-site luer with water using a 12 ml and was found to be patent to infusion. The sample was pressurized by activating each clamp individually and then by occluding the needle tip and no leaks were observed. As no leaks were observed during functional testing of the returned sample, the complaint is unconfirmed, problem could not be reproduced. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported by a wholesaler that they received a complaint about leakage that occurred next to the foam coating.